Manufacturer narrative:
(B)(4). G2: foreign country: australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee procedure. Approximately 4 years post-op, the patient was revised due to femoral loosening. The femoral component and poly were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable as the device is not bone-interfacing. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: (B)(6) - fluted stem extension straight precoat for cemented use only 19 mm diameter 130 mm length - (B)(6). (B)(6) - femoral hinge service kit size b - (B)(6). (B)(6) - stem collar 35 mm o.d. For use with 17 mm - 19 mm diameter segnmental stems - (B)(6). (B)(6) - stem collar 35 mm o.d. For use with 16 mm or smaller diameter segmental stems - (B)(6). (B)(6) - polyethylene insert xt size b use with distal femoral xt size b use with xt only - (B)(6). (B)(6) - articular surface with segmental hinge post size b 14 mm height - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent a revision due to femoral loosening approximately 4 years post-op. Attempts have been made and all available information has been provided.